Event description:
It was reported that the patient presented to the emergency department, having received a shock from his ICD. Upon interrogation, the rv lead appeared to be sensing both atrial and ventricular signal. It was discovered that patient received inappropriate shock due to oversensing atrial signal. X-ray confirmed lead dislodgement. The patient had tachy therapies disabled and scheduled for a lead revision. On (B)(6) 2023 the lead was explanted and replaced. The patient was stable pre and post procedure.

Manufacturer narrative:
Code for product not returning.